Event description:
The basket portion was unable to cut through the tissue and was then stuck and needed to be cut out.

Manufacturer narrative:
At this time, the device has not been returned for eval, attempts have been made to obtain info and the device, without success. As soon as info becomes available, it will be forwarded.